Event description:
A malfunction alarm with code malf 12 was reported, and it was noted that this did not adversely impact the customer's blood glucose level. The technical support team provided instructions to reset the pump and assisted the caller in resetting it successfully. Following the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and reach out if further issues occurred.